Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer reference number: 2017865-2023-01152. It was reported the patient was in ventricular tachycardia. The implantable cardioverter defibrillator (ICD) and right ventricular lead delivered shocks but were unable to convert the rhythm. The patient received external defibrillation which failed to convert the rhythm. The patient deceased.